Event description:
The customer called to report a battery out limit alarm after changing the battery. The customer also stated that the screen goes blank, but comes back when moving the battery cap. The customer noticed that the battery cap does have signs of wear and tear. Troubleshooting was performed, but the issues continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Unable to confirm the battery out limit alarms due to the blank display.